Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced skin flap issues resulting in device non-use. Subsequently, the patient underwent a surgical procedure on (B)(6), 2014 to have the magnet removed. The implanted device remains.